Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing all the way. Another device was used to complete the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.